Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair, the ar-6065-90 rotation lasso was deployed to shuttle suture, as the nitinol wire was deployed and the suture was captured, the outer coating of the nitinol wire dissolved and the loop broke in half. This happened to a total of three ar-6065-90 (lot: 0296107300) lassos that were opened during the same procedure. The case was completed successfully by using another product.